Event description:
EU complainant reported that the automated impella controller (aic) experienced purge disc/flag issue, where the purge cassette not detected by aic. Uneventful change to other console with same purge system. No patient was involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.